Event description:
Reporter alleged that there was melted plastic on the compact plus device. Reporter alleged obtaining an undosed result of 11 mg/dl on the compact plus system. Reporter alleged segments were darkened on the display of the compact plus system. Reporter discovered the alleged display issue when she called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.